Event description:
Device malfunction: vessel locator button would not remain depressed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, the vessel locator button would not stay down. The device was removed. Manual compression was applied to achieve hemostasis. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the returned device was fully clip deployed with the external and internal components in the correct post deploy positions. The vessel locator wings were tested, opened, and stayed open by activating the vessel locator button. The reported event was not confirmed. We were unable to determine the root cause for the reported experience; no malfunction was identified. A review of the device history record did not produce any findings relevant to this report.